Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-00023, #3005099803-2012-00024, #3005099803-2012-00026, and #3005099803-2012-00027 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that five excelon transbronchial aspiration needle (tban) devices used during a bronchoscopy procedure experienced the same issue. According to the complainant, the nurse could not get the needle to retract back into the sheath, while testing the device. They had a problem with the blue button used to move the needle. No damage, or kinks were noticed in the device. Four other tban devices had the same issue. The case was able to be completed with another tban device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was received for an evaluation. The needle was found slightly protruding from the distal end of the sheath. The material which has been heat staked to secure the wire in place appears to be protruding proximal within the handle. A functional evaluation was performed and the needle could be extended and retracted, however, a very small portion of the needle was still protruding from the sheath when the button slide was locked in its proximal position. After extending and retracting the needle a few times, the length protruding from the sheath appeared to diminish. The material which had been heat staked was further evaluated. The material appeared to be displaced such that it may be restricting the ability of the needle to fully retract. Therefore, a portion of the material was removed and the needle was actuated. Once removed, the needle was able to be fully retracted within the protective hub such that it was no longer protruding from the sheath. The condition of the returned device is consistent with the reported complaint that the needle was difficult to retract, however, the actual root cause was not able to be determined. An investigation is underway to address difficulties retracting the needle. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-00023, #3005099803-2012-00024, #3005099803-2012-00026, and #3005099803-2012-00027 for a description of the other devices. This report is for the third device.it was reported to boston scientific corporation that five excelon transbronchial aspiration needle (tban) devices used during a bronchoscopy procedure experienced the same issue.according to the complainant, the nurse could not get the needle to retract back into the sheath, while testing the device. They had a problem with the blue button used to move the needle. No damage, or kinks were noticed in the device. Four other tban devices had the same issue. The case was able to be completed with another tban device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.